Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she is still in the hospital. Customer has had nothing to eat and has been on an IV drip for 3 days. Customer was hospitalized on (B)(6) 2016 with blood glucose of 386 mg/dl. Customer's current blood glucose was 143 mg/dl. Customer treated with a bolus. Customer had pancreatitis, a mild heart attack, kidney damage, and has had nothing but fluids. Customer performed the high pressure test and the pump passed. Customer stated that the pump also passed the self test. Customer's health care professional thinks it was a site related issue. Customer stated that she never received a no delivery alarm, only a low battery or low reservoir alarm. Customer was also hospitalized on (B)(6) 2016 for high blood glucose and diabetic ketoacidosis. Customer's blood glucose was 94 mg/dl. Customer had nausea, was vomiting, and was unconscious. Customer was in the hospital for a few days. Customer was wearing the pump during both incidents.